Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: stem loosening. Elevated blood ion levels and grey tissue staining present. No fall/trauma experienced by patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states hip revision performed on (B)(6) 2015 by dr (B)(6). Primary surgery was 9 years ago with the same surgeon. Reason for revision: stem loosening. Query metallosis. Elevated blood ion levels and grey tissue staining present. No fall/trauma experienced by patient. Patient also had an early washout for query of infection shortly after the primary. A review of complaints databases and manufacturing records did not identify any anomalies. A draft investigation form/template was utilized to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardized approach. Visual inspection report states fine scratches were noted on 50-74% of the head, fine scratches noted on 75-100% on the liner, and less than 5% of bone ingrowth was noted on the fixation surface of the stem. The medical records were reviewed. Medical record review report states x-rays were reviewed and no implant fracture or disassociation was noted. The medical records were reviewed following which no further investigation was identified. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.